Event description:
It was reported that even though it was set to 36 degrees in an arctic sun device, it did not rise above 25 degrees. Per review of (B)(6) on (B)(6) 2023, there was no patient involvement. Per follow up information received via email on (B)(6) 2023, the device was under investigation.

Event description:
It was reported that even though it was set to 36 degrees in an arctic sun device, it did not rise above 25 degrees. Per review of wo on 21aug2023, there was no patient involvement. Per follow up information received via email on 22aug2023, the device was under investigation.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined. The reported event was unconfirmed, product meets specifications. The arctic sun 5000 was evaluated. Device meets specifications. Unit was evaluated for functionality. Arctic sun passed all tests successfully and unit is ready to be back in service. The reported event is unconfirmed, labeling/packaging review is not required. The reported event is unconfirmed, DHR review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by (B)(6) represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.